Manufacturer narrative:
Correction to g2 to add the foreign country germany. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Multiple defects were noted during the device evaluation including a leak in the air connector, two cracks in the light guide rod lens, the distal end cap cover was damaged, the bending section rubber was repaired by a third party the glue was separated, the insertion part connecting tube coating was peeling and scratched, the control unit scope body was damaged, the control unit scope cover was cracked, the control unit air/water nut and suction cylinder nut paint was peeling, there were incised cuts on the number 1 switch button, foreign repair to the light guide tube, cracked scope connector, white dots were present on the insertion part charged coupled device unit, and the degrees of angulation were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Third party testing by the user facility found growth of microorganisms after reprocessing. When olympus culture tested after repeated reprocessing in accordance with instructions for use (IFU) before repair, the final results conformed to german recommendation. No growth of microorganisms was detected. The device evaluation indicates third party repair. Based on the results of the investigation, the relationship between the device and the positive culture cannot be confirmed. The following is included in the instructions for use (IFU) related to incorrect reprocessing: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The following is included in the instructions for use (IFU) related to third party repair, which is prohibited: "this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer and microbial test results of the device. Customer reprocessing pre-cleaning steps include: aspiration of water through the instrument/suction channel, air/water channel, and auxillary water channel. Cleaning detergent instru plus is used for pre-cleaning. For manual cleaning detergent used is sekusept active. Brushing is done at instrument/suction channel, suction cylinder, instrument channel opening, and distal end and surrounding area. Brushes used for manual cleaning are mtw disposable cleaning brush 2.8 mm and biopsy channel cleaning brush 15.5 cm. Manual disinfection is carried out using sekusept active. Automatic endoscopy reprocessor (aer) used is medivators pass-thru, with intercept plus detergent and rapicide pa/a+b disinfectant. The endoscopes are stored in a scranks drying cabinet. First microbial test result carried out by independent laboratory was positive and so a second test was run. Taking into account the results, the reprocessing of the endoscope did not meet the acceptance criteria of the guideline of german regulation recommendation of 2012. Rasen microbial germs were found in instrument channel. No germs in the distal end swab.

Manufacturer narrative:
The results of culture test of the device performed by an independent laboratory for olympus are available. This supplemental report is being submitted to provide this information. Per the independent laboratory that performed the culture test for olympus, in the air/water channel and instrument channel no hygiene relevant germs found. No hygiene relevant germs found on distal end swab smear as well. Conclusion provided by the independent laboratory testing is that the reprocessing of the endoscope complies with the acceptance criteria of the german regulations of 2012. The device is out of quarantine.

Manufacturer narrative:
Additional information, including initial reporter information, is not yet available for this event. The device is not yet returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device tested positive for a culture test with bacterial contamination after reprocessing. Additionally, a leak was also reported for the device. There is no reported harm to any patient due to this event.